Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture.

Event description:
Patient reported right side ¿rupture ¿ pain that goes to the rib, loss of volume, sagging breast, shape changed¿. Physician later reported baker 4 capsular contracture. Device explanted.

Event description:
The event of rupture was confirmed to not have occurred. Therefore, it will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d3, e1, g1, g2.